Event description:
The patient called lifescan (lfs) in 11/04 alleging an error 6 message on the surestep original meter. Medical affairs has been unable to get in contact with the pt and sent the pt a letter to obtain more clinical info. The pt felt lightheaded at the time of testing and took oral medication after attempting to use the meter. No information on how long the pt received the error 6 message for the meter. Pt went to see their md and the result was 400 mg/dl on the md's device. Md admitted the pt for hyperglycemia and was treated with oral medication. Pt received the meter from their family member who had given them expired test strips 9/02. Customer service (ccr) advised them not to use the expired test strips and sent the pt a replacement meter. This case is being reported as an adverse event, since the pt was unable to obtain a blo0d glucose reading on the surestep meter due to the error 6 message. Pt suffered a serious injury and the meter contributed to the injury.